Manufacturer narrative:
Per the tandem user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with ranged between 250-300 units of insulin during the load sequence. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly customer reused the cartridge. Tandem technical support educated customer on off label usage. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 152 mg/dl.